Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged inability to remove the battery cap from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2016 with the following findings: the pump was returned with no evidence of physical damage on the battery compartment threads. The battery cap coin slot was severely damaged; the cap was difficult to attach and remove. However, the cap was able to secure. Unrelated to the original complaint, moisture was observed in the battery compartment. A leak test was performed and passed as no leaks were detected. The pump was opened and no moisture found.